Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a false positive troponin (tni) result. Initial: ckmb = <1; myo = 46.7; tni = 0.36, bnp = <5. Re-test: ckmb = <1; myo = 77.1; tni = <0.05, bnp = <5. Tni cutoff = 0.2. Patient was admitted with a diagnosis of pericarditis. No procedures were performed on patient.